Event description:
This report is from a literature report: congenital heart disease 1985: vol 72: 494-500. The study involved long term follow-up of pt with synthetic right heart conduits. Conduits were performed in 123 patients, 27 with co's device. 6 pts had reoperations due to conduit stenosis, it is unk at this time, how many pts were lost to follow-up or if any had expired.